Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent (cloudy fluid). The cause of peritonitis was not reported. It was not reported that the patient was hospitalized for the peritonitis. Treatment was unknown. At the time of this report, the patient outcome was reported as resolving. Pd therapy was ongoing. No additional information was available.